Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system was damaged. The following information was provided by the initial reporter: verbatim: on (B)(6) 2023, for the treatment of patients with tuberculosis. The closed intravenous indwelling needle was used to give him intravenous infusion. During the use, the connection thread of the infusion set was found to be damaged, so he immediately explained to the patient. Replace the indwelling needle for treatment, and the newly used indwelling needle can be infused normally.

Manufacturer narrative:
H6: investigation summary: in response to the event reported a device history review was conducted for lot number 2263943. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Initial reporter phone (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system was damaged. The following information was provided by the initial reporter: verbatim: on (B)(6) 2023, for the treatment of patients with tuberculosis. The closed intravenous indwelling needle was used to give him intravenous infusion. During the use, the connection thread of the infusion set was found to be damaged, so he immediately explained to the patient. Replace the indwelling needle for treatment, and the newly used indwelling needle can be infused normally.